Event description:
As reported by the field clinical specialist, a patient with a 23mm sapien 3 aortic valve implanted for an unknown duration underwent a valve-in-valve procedure due to a degenerated valve with stenosis, aortic valve mean gradient 100 mghg, and severe regurgitation. The patient was successfully treated with a 23mm s3ur valve via left transfemoral approach. The implant was a success with trivial regurgitation. The patient was stable after the procedure.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it remained implanted. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for valve degeneration is confirmed based on the medical report. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a labeling issue. A review of the IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the complaint event. As reported, "a patient with a 23mm sapien 3 aortic valve implanted for an unknown duration underwent a valve-in-valve procedure due to a degenerated valve with stenosis, aortic valve mean gradient 100 mmhg, and severe regurgitation." Per the medical record review, the patient had a history of severe atherosclerotic disease in aorta and iliac arteries. Per the instructions for use (IFU), structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the patient had a history of atherosclerotic disease (atherosclerosis). Atherosclerosis a condition that causes calcification, plaque, or fatty material to build up in the walls of arteries and on the valve over time. These deposits often come with age and make the valve tissue stiff, narrow, and unyielding which can contribute to increased gradients or stenosis. Calcification deposits on the valve leaflet and thickening of the leaflet can lead to improper coaptation of the valve leaflets, which can lead to the central regurgitation as reported. As such, available information suggests that patient factors (atherosclerosis) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.